Event description:
Reportedly, the printout of a pacemaker follow-up was showing a heart rate curve decreasing down to 0 bpm for a recording period from (B)(6) 2022 13:00 to (B)(6) 2022 13:00. In addition, the printing date written in the report was incorrect. A message stating that aida memories had not been read was displayed at the end of the device interrogation session.

Manufacturer narrative:
Review of the patient files dated (B)(6) 2022 associated to the pacemaker (model eno dr, serial number (B)(6)) led to the following observations: the 24 hours heart rate curve showed a drop to 0 bpm (spontaneous rhythm) around 13:00 on (B)(6) 2022 and incorrect ¿from¿ and ¿to¿ dates were also shown on the curve. Analysis of the programmer files revealed that the observed behavior regarding the 24 hours heart rate curve resulted from an incorrect management on the programmer in the process to build the 24 heart rate curve under a specific condition. This specific condition was actually met in this case. Consequently, the last point in heart rate curve is displayed at zero by the programmer. As a result, the correct ¿from¿ and ¿to¿ dates could not be retrieved, which led to the display of incorrect dates. It should be noted that the consequences of the aforementioned incorrect management behavior are limited to the display of aberrant data. This issue has no impact on device behavior. Review of the provided expertise files revealed: a printout report of the interrogation of the pacemaker (model eno dr, serial number (B)(6)) was correctly printed on 14 february 2022 at 12:55. Neither interrogation of the pacemaker (model eno dr, serial number (B)(6)), nor patient file reading was performed on (B)(6) 2022. Therefore, no printout report could have been printed for this patient on (B)(6) 2022; the expertise files dated (B)(6) 2022 related to the interrogation of pacemaker (model eno dr, serial number (B)(6)), for which a report was indeed printed. Based on available data, there was no trace of a message stating that aida memories had not been read at the end of the device (model eno dr, serial number (B)(6)) interrogation session. Therefore, the reported behavior could not be further investigated.

Event description:
Reportedly, the printout of a pacemaker follow-up was showing a heart rate curve decreasing down to 0 bpm for a recording period from 13 / feb / 2022 13:00 to 13 / feb / 2022 13:00". In addition, the printing date written in the report was incorrect. A message stating that aida memories had not been read was displayed at the end of the device interrogation session.